Event description:
It was reported the lead was explanted and replaced due to a threshold rise and an increase in impedance to greater than 200 ohms. No patient complications were reported as a result of this event. Additional information received from the patient's attorney alleges the patient "experienced fracture or other malfunction of her lead wire requiring medical intervention." The attorney further alleges the patient "has sustained and will continue to sustain severe physical injuries" and "mental anguish."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.